Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial, in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4)

Manufacturer narrative:
Manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise, poor distance vision and glares. The lens was explanted and later replaced with a same length but different power lens and this resolved the problem. The cause of the event was reported as a patient related factor and noted the device did fail to perform as intended.